Event description:
It was reported that the battery voltage was 2.88 v at implant attempt. The device was not implanted and subsequently tested out of specification. No patient complications have been reported as a result of this event.